Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during left internal carotid artery c5 aneurysm procedure, physician placed a microcatheter at the target lesion and delivered the subject stent. While deploying the subject stent, the physician found that the subject stent did not open completely to appose with the target vessel wall under digital subtraction angiography. The physician withdrew the delivery wire and used a guidewire to massage the subject stent. Physician checked again under digital subtraction angiography and found distal of the subject stent migrated back into aneurysm neck. The physician then deployed another stent to go through the subject stent to cover it. The patient is fine.

Event description:
It was reported that during left internal carotid artery c5 aneurysm procedure, physician placed a microcatheter at the target lesion and delivered the subject stent. While deploying the subject stent, the physician found that the subject stent did not open completely to appose with the target vessel wall under digital subtraction angiography. The physician withdrew the delivery wire and used a guidewire to massage the subject stent. Physician checked again under digital subtraction angiography and found distal of the subject stent migrated back into aneurysm neck. The physician then deployed another stent to go through the subject stent to cover it. The patient is fine.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous, which may have contributed to the reported event. Other devices used in the procedure in conjunction with the subject device were microcatheter, guidewire. Access was through femoral. The flow diverter was not recaptured and removed. The physician has no idea what caused the flow diverter not to open, and all of the flow diverter was opened and the problem was after it was opened it didn't attach the vessel wall properly. The flow diverter did not fully appose to the vessel wall at small bend side. A balloon was not used to fully open the flow diverter. There was no clinical consequence to the patient due to the reported event. The patient¿s current condition of the patient is fine. There was no additional medication given to the patient as a result of this event. The patient received dual anti-platelet agents, and will continue receive dual anti-platelet agents for about 6 months. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' was assigned to the as reported issue ¿stent failed/unable to open¿ and ¿stent dislodged/migrated¿.